Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported post implant procedure that high thresholds were noted on the right atrial (ra) lead and the patient was being monitored. The patient presented in clinic for a routine follow up and high thresholds were still noted. A computed tomography (CT) scan was performed which indicated that the atrial lead had perforated the atrium. Some undersensing was also noted which caused dyssynchrony and unnecessary ventricular pacing. The right atrial (ra) lead was explanted and replaced. The patient was tired and symptomatic to the right ventricular pacing but was doing fine post procedure.

Manufacturer narrative:
Correction: the awareness date should have been (B)(6)2018 rather than (B)(6)2018.

Manufacturer narrative:
The reported events were cardiac perforation, high capture threshold and undersensing. A complete lead measuring 46.1 cm was returned for analysis in one piece. A tip stiffness test was also performed for cardiac perforation and the results were within specification. The reported event of high capture threshold and undersensing were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.